Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited out of range shock lead impedance measurements. All other lead measurements are normal and the patient has received no therapy.